Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were intermittently unresponsive. The reporter stated that the issue was first noticed a couple days prior. The reporter indicated that there was no known trauma to the pump, no damage to the keypad, and no evidence of moisture ingress. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow up #2, date of submission 07/08/2014. (B)(4). Additionally, follow up #1 indicated thatanimas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correct information is that animas has not conducted a review of the device history record for this pump and has not confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.